Event description:
A malfunction alarm was reported, specifically malf 12, with a fault ID available. There was no information regarding whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, and the customer declined to answer this question. Cts assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump but was instructed to call back if any further malfunction codes appear, acknowledging and understanding these instructions.